Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that this event was being supervised by the consultant physician. After the trainee inserted the needle, the spring wire guide (swg) was passed, the needle was removed and the dilator was then passed. Difficulty was encountered while passing the dilator and after removal of the swg; the dilator appeared to be damaged. Subsequent x-ray showed part of the flexible swg in the superficial tissue. As a result, the pt and consultant are aware of this and their current intension is not to remove the swg.